Manufacturer narrative:
(B)(4).

Event description:
This patient experienced a deterioration of sound with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplantable surgery occurred on (B)(6) 2004. The healthcare professional was informed that the explanted device should be returned to cochlear americas.